Event description:
The doctor would only get a partial cut, the manufacturer rep suggested it was the device and a new device was given and it performed accurately. The new device was from the same lot number.unfortunately the doctor had limited recollection of the event with the time that has passed since the incident. The davinci representative was present and replaced the device with the new vessel sealer which performed without difficulty. It is difficult to determine from the md notes exactly when the device failed during the procedure. There was no patient harm.there were 3 vessel sealer related issues at our facility. The davinci device is new to our facility and physician use would have been low at the time of the event.